Event description:
Per the clinic, the patient also was experienced an infection at implant site.

Event description:
Per the clinic, the patient experienced an episode of meningitis (specific date not reported). The patient also experienced an extrusion of the electrode lead into the external auditory canal, and subsequently the device was explanted on (B)(6) 2024. Additional information has been requested but has not been made available as of the date of this report.